Event description:
The customer reported that the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine bridge board and the backplane were replaced. The sys was tested and found to be working as intended and put back into svc.